Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed the last bolus and basal deliveries were on (B)(4) 2013. The bolus history on (B)(4) 2013 showed a 3.30 unit bolus was delivered at 11:20 and a 5.40 unit bolus was delivered at 11:22. During testing, the pump was exercised for 24 hours on a 1.0 unit per hour basal rate with no unprogrammed boluses delivered. The units remaining were correctly calculated and recorded in the pump¿s history. The keypad buttons were tested and no hyper sensitivity was found. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 65mg/dl with dizziness. The reporter stated two boluses were noted in pump history for 3.30 units at 11:20am and another one for 5.45 units at 11:22am. The reporter claimed that neither she nor the patient programmed these boluses. The reporter denied damage to the pump. The reporter reportedly felt the pump was not safe to use and is using an alternative form of insulin delivery treatment. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy and due to the allegation that boluses were delivered without user intervention.